Event description:
It was reported that this device was exhibiting an increase in power consumption. A boston scientific technical services (ts) consultant reviewed device data, and confirmed that the power consumption of this device has been increasing for over a year, and the power consumption is expected to continue to increase. The device is also consuming additional power due to high rate atrial sensing. The high rate atrial sensing has been mostly occurring for over a year. Ts discussed programming options to reduce power consumption by programming the device to a non-atrial based brady mode, or to turn off the atrial lead. Ts also recommended replacement of the device due to premature battery depletion. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, including the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting an increase in power consumption. A decrease of approximately 8.5 years was observed between follow-up visits. A boston scientific technical services (ts) consultant reviewed device data, and confirmed that the power consumption of this device has been increasing for over a year, and the power consumption is expected to continue to increase. The device is also consuming additional power due to high rate atrial sensing. The high rate atrial sensing has been mostly occurring for over a year. Ts discussed programming options to reduce power consumption by programming the device to a non-atrial based brady mode, or to turn off the atrial lead. Ts also recommended replacement of the device due to premature battery depletion. This patient is enrolled in latitude monitoring (remote monitoring system). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.